Manufacturer narrative:
H11: the device was received for evaluation. During functional testing ,'error 345' was not reproduced. A review of the event history log revealed system error 345 thermistor disparity messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream thermistor is out of specification. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred before use in the intensive care unit. There was no patient involvement. No additional information is available.